Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose was 430 mg/dl. The customer gets stuck in the prime/rewind mode and insulin is squirting out. The customer was advised that since it is a recurrent problem, we would replace the insulin pump . The customer reported also via phone call that she got failed battery test. The customer changed the battery, corrected date and advised to monitor.